Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 14mm in length target lesion was located in the severely tortuous, severely calcified, and 2.75mm in diameter left anterior descending artery. Following pre-dilatation with a balloon, a 2.75x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element, mr, ous 2.75 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the distal end of the stent with stent struts lifted and bunched. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 14mm in length target lesion was located in the severely tortuous, severely calcified, and 2.75mm in diameter left anterior descending artery. Following pre-dilatation with a balloon, a 2.75x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.